Event description:
It was reported that during a ptca procedure, the guiding catheter was introduced into a heavily calcified rca ostium. A dissection was noted within the rca after the second injection of the dye. The dissection was attributed to the pt's calcification and anatomy. The pt remained hemodynamically stable. The dissection was repaired with four sequential stents. The pt was apparently doing well and recovering two days post procedure. No other info was reported.